Event description:
During procedure, a thermachoice manipulator was given to scrub tech and was attached to the corresponding thermachoice unit. It was set up according to instructions. Thermachoice unit turned on fine but manipulator did not work or turn on. A new thermachoice manipulator was opened and worked fine with no problems. No injury to anyone. Malfunctioning manipulator was returned to team leader to keep track of failed equipment.